Manufacturer narrative:
Age at time of event - 18 years of age or older. Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75x28mm stent delivery system was returned for analysis. The proximal end of the stent was damaged with stent struts bunched in a distal direction on the balloon. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14jan2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the very tortuous left circumflex coronary artery. A 2.75x28 mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.  However, returned device analysis revealed stent damage.